Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na

Event description:
It was reported that the procedure was to treat an unspecified lesion. An indeflator 20/30 ppak was pulling in air when negative was pulled, and the tube end of the indeflator was occluded. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and the reported obstruction of flow/tube occlusion were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, it is possible that the connection port was not fully connected/tightened thus resulting in the reported leak; however this cannot be confirmed. The reported obstruction of flow/tube occlusion was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.